Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 526 mg/dl. Customer stated that the insulin pump received pump error alarm. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to clear alarm but unable to complete insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to jammed motor gearbox. Unable to verify pump error 43 alarm due to pump error 38.